Event description:
During inventory inspection, four products had "foreign matter inside the sterilized pouch" of the sakura fire star pouches, two products for 801-15225/ lot# 13398068, one product for 801-1520d/ lot# 13393208 and 801-15250/ lot# 14013570. Pictures were provided of the foreign material. The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. There were no anomalies except for foreign matter. They were not clinically used. They were not re-packaged and not re-sterilized. Hopefully, we will return the products to your side, but that's not yet determined.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of four products used during the same procedure on the same pt, which is associated with mfg report # 9616099-2009-01607, 9616099-2009-01609, & 9616099-2009-01610.

Manufacturer narrative:
During inventory inspection, foreign matter was found inside sterile pouches of 4 firestar ptca balloon catheters. The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. There were no anomalies except for the foreign matter. They were not clinically used. They were not re-packaged and not re-sterilized. Before the product was returned, photographs were submitted for review. During visual analysis of photographs submitted, foreign matter that appears to be an inclusion near the seal was observed in the pouch. Eventually, one sterile firestar 2.0/15mm ptca balloon catheter was received in its original package. The loose contamination could not be found. During the analysis, one of the three supplier seals was found reduced from the inside out in the middle portion. There was evidence of transfer material in the reduced portion of the seal. The pull test of the pouch was not performed since the seal-thinning could be confirmed with visual analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based upon the photographs received for this product, the foreign matter could be confirmed, although it could not be found when the actual product was returned for analysis. The root cause could not be conclusively determined; however, it appears to be related to the manufacturing process. Actions were opened to address and investigate this issue including tinning of the supplier seal of the pouch. This one of multiple products used during the same procedure on the same patient, which is associated with mfg reports # 9616099-2009-01607, 9616099-2009-01608, 9616099-2009-01609, 9616099-2009-01610.